Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
During insertion, clinician placed PICC, removed the stylet, attached flush, obtained air, and the hub cracked. Because the peel-a-away sheath was still indwelling in the patient this PICC was removed and a new PICC inserted.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection confirmed a crack in the luer. Several complaints for this part number have previously been received regarding a cracked hub and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. CAPA 2021-039 was initiated to address this issue and is currently in the implementation phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
During insertion, clinician placed PICC, removed the stylet, attached flush, obtained air, and the hub cracked. Because the peel-a-away sheath was still indwelling in the patient this PICC was removed and a new PICC inserted.